Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the proximal left anterior descending (lad) in the lad first diagonal (lad d1). There was a 90% stenosis, and the vessel was severely tortuous and "very hard." The physician predilated the lesion and then implanted the 3.00x16mm taxus express2 drug eluting stent in the proximal lad without overlapping the existing bare metal stent. Kissing balloon technique was then done with the lad and the lad d1. The flow improved and the stent was fully dilated. Medications used during the procedure included aspirin, clopidogrel, and cilostazol. Two days later the patient complained of chest pain. Tests revealed a thrombosis in the taxus stent in the proximal lad. The thrombosis was aspirated and then the vessel was dilated with a non-bsc balloon, but some thrombosis remained. The physician then attempted to dilate the vessel with several different balloons (unknown size/types), but was unable to cross the lesion. However, the flow eventually improved and the physician ended the procedure without further complications. The relationship between the taxus stent and the thrombosis is unknown, and the patient was compliant with antiplatelet medication. The patient condition is good.

Manufacturer narrative:
Device analysis. The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.